Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient began having alarms again. A review of the log file noted several intermittent driveline fault events. When the wire values pre-driveline splice and post-driveline splice were compared, the data showed the same wire being affected. It appeared that the wire did not appear to be completely broken but was having some continuity issues. The x-rays provided showed an interesting area which appeared internal. Technical support noted that this area could be causing some shield disruption. Technical support noted that some centers opt to monitor the patient with periodic log file downloads to monitor the wire values and determine if the damage worsened.

Manufacturer narrative:
Section d4: only the percutaneous lead was returned. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to driveline faults, based on previous complaint history, the events captured in the submitted log file appear to be consistent with a potential driveline compromise. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 21.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors. Following the visual inspection, additional testing of the driveline was performed. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The log files provided by the account confirmed that the driveline fault alarms returned following the external driveline repair. Multiple attempts were made to obtain additional information, including the plan of care for the patient; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The hmii IFU, as well as the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, the hmii IFU and the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Incidental findings: cosmetic damage to the outer jacket of the external portion of the patient¿s driveline. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The patient continued to have driveline faults on (B)(6) 2020. A review of a new log file noted that the patient continued to show driveline faults on phase 3. No other unusual events were noted in the log file. It was reported that the driveline fault reoccurred after the driveline splice was performed. The account planned to continue to monitor the driveline fault as there were no pump stops and the patient was a high surgical risk for a pump exchange. The driveline fault did not resolve. The patient's last clinic visit was on (B)(6) 2020. The patient was stable without pump stops. The patient still have continuous driveline faults. The patient went to (B)(6) for the summer and was thus to be followed by another hospital for the summer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-0230. The patient was seen for a follow-up visit for his driveline fault. His controller was exchanged from a pc to a pcx. A review of the new log file noted no new driveline faults. However, the new log file did show some degradation of the wires providing power to the pump which may indicate that driveline faults may occur in the future. Technical support reported that some sites have the patient come into the office more frequently when this type of data is seen as the patient will not see any new driveline faults without a system monitor. X-rays of the driveline were sent. The area of concern was marked as near the exit site of the external portion of the driveline. The alarms resolved after the controller exchange but restarted at the follow-up appointment. The driveline was repaired on 15may2020 when approximately 19.5 inches of the external percutaneous lead was replaced. The patient was asymptomatic.